Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that at implant attempt, the lead helix did not move out of the lead body. The lead was not implanted. No patient complications were reported as a result of this event.